Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states their blood glucose level at the time of hospitalization was 25 mg/dl. The customer states initial reason for hospitalization was for a regular doctor's appointment. The customer states the possible reason for the low levels was that the settings on their pump needed to be adjusted. The customer states she is new to the device and still adjusting. The customer states they have already troubleshot the pump and adjusted the settings. Nothing is being returned or replaced at this time.